Manufacturer narrative:
The investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on investigation analysis, the customer reported sensor glucose (sg) value of 6 mmol/l and blood glucose (bg) value of 2.7 mmol/l on 12 march 2024 at 11.00 am, was confirmed. The customer did not receive a low glucose alert as the sg value did not go below the low glucose alert threshold, which was set at 3.6 mmol/l. A review of the overall system performance did not reveal any deviation. The sensor was inserted on (B)(6) 2024 and during the first few days, as insertion site tries to heal and sensor tries to stabilize, some variations may be observed as part of early wear adjustment. Usually when the healing is complete, the sensor becomes more stabilized. In this case, the sensor readings showed improvement and matched with the incoming calibrations during the two weeks following the early wear adjustment period. The customer is currently using the system without any issues. No further investigation was found necessary for this complaint. B4. Date of this report updated to 25 april 2024. G3. Date received by manufacturer updated to 25 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
On march 15, 2024, senseonics was made aware of an incident where the patient experienced a hypoglycemia event. The incident happened on 12 march 2024 at 11 am. The patient reported that sensor glucose (sg) reading was 6 mmol/l where as blood glucose (bg) value was 2.7 mmol/l. The patient felt unwell and mentioned receiving low glucose alert. However, a preliminary analysis of the glucose data showed that system did not assert any alert since sg value did not cross below the low glucose alert threshold. The patient did not require any medical attention and was able to self resolve by eating some sweets.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.